Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2009, a (B)(6) year old female patient contacted zoll customer support to report that she had a rash under the electrode belt therapy electrode (te) that had been ongoing for 2 or 3 weeks despite the use of powder on the site. The patient reported that the itchiness decreased, but the redness and discomfort continued and that the irritation smelled fungal. On (B)(6) 2009 a nurse from the hospital called and reported that the patient had a red peeling rash under the front te and that it was beginning under the rear te pads as well. The patient ended use of the lifevest. It is unknown whether the patient required medical intervention. The clinical outcome of the skin irritation is unknown.